Event description:
A customer's spouse reported the customer's lancing device would not penetrate the skin, and the customer was unable to perform a blood glucose test using their freestyle lite meter. As a result, on (B)(6) 2011 at 6:00pm the customer experienced symptoms of "light-headedness, irritation and headaches." The customer's spouse also stated the customer was experiencing "tingling" in his feet, hands and fingers, although they were not sure if these symptoms were related to the lancing device not working. The customer self-treated with orange juice, oranges, ibuprofen and other unspecified over-the-counter medication. The customer self-presented to his doctor, who prescribed actos (pioglitazone hydrochloride) as a new medication. No new diagnoses were reported. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.